Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on approximately (B)(6) 2024, the patient woke up shaking and sweating. She checked her continuous glucose monitor (cgm), and it was reading 32 mg/dl, however, she reported that she did not receive an alert to notify her to her hypoglycemic state. The patient self-treated by eating bread and called emergency medical services (ems). Once ems arrived, the patient was treated with an ¿emergency glucose shot¿. After 30 minutes, the patient¿s blood glucose (bg) meter reading was in the mid-40s mg/dl. No cgm comparison value was reported at this time. The patient remained at home and ems left. No other patient or event details were available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.